Manufacturer narrative:
(B)(4). Concomitant medical product - oxf anat brg lt sm size 5 PMA , item 159542, lot 373970, therapy date - unknown. Oxf twin-peg cmntd fem sm PMA, item 161468, lot 028080, therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01210 and 3002806535-2017-01212.

Event description:
It was reported patient underwent left partial knee arthroplasty. Subsequently patient is experiencing pain and swelling.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.